Manufacturer narrative:
Only the 86-0011-20 inner draw rod was returned for evaluation. The outer sleeve component was not returned, and lot information was unavailable. Evaluation of the returned device confirmed fracture of the inserter draw rod threaded region. The observed condition is consistent with a known failure mode. Investigation determined the failure is multifactorial and associated with the strength of the draw rod material, stress concentrations within the thread form at the fracture location, and use conditions that may increase tensile loading on the threaded region of the inserter. No information was provided indicating patient injury as a result of the reported event. Possible adverse events like other spinal system implants, the following adverse events are possible. This list is not exhaustive: bending, disassembly, or fracture of implant and components. Loosening of spinal fixation implants may occur due to inadequate initial fixation, latent infection, and/or premature loading, possibly resulting in bone erosion, migration, or pain pain, discomfort, or abnormal sensations due to the presence of the device.

Event description:
On (B)(6) 2026, orthofix became aware of a report involving a shoreline inserter that fractured during a spinal fusion procedure while in contact with the patient. It was reported that the threaded portion of the inserter fractured and remained within an implanted orthofix waveform c interbody device. The procedure was delayed approximately 5-7 minutes. The procedure was completed with the fractured threaded portion remaining within the waveform c interbody device and a non-orthofix plate implanted over the interbody. No patient injury, death, or additional medical or surgical intervention was reported.